Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the high capture threshold allegation was not confirmed based on normal lead resistance measurements indicating all conductors are intact and a passing hipot test indicating no electrical shorts between conductors.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds during the routine checkup. The patient underwent surgical intervention to explant the lead. A new lead was implanted. No additional adverse patient effects were reported.